Event description:
It has been reported to philips that the device touch screen appears to be "offset' by 6mm and there is delay of response to any touch.

Event description:
It has been reported to philips that the device touch screen appears to be "offset' by 6mm and there is delay of response to any touch.